Event description:
It was reported that the patient underwent a posterior spinal surgery to treat spondylolisthesis at l5-s1. It was reported that postop the patient had two broken screws, one at s1 and one at l5 on opposite sides. The broken screws were confirmed on film. No additional info has been reported.

Manufacturer narrative:
(B)(4): no product was returned however films were supplied for review which found: ap and lateral lumbosacral spine post-op with l5-s1 construct with interbody device and 4 pedicle screws. One s1 screw and one l5 screw appear broken. Crosslink is in place. Interbody device is extremely forward (anterior) position.